Event description:
The manufacturer received a voluntary medwatch (B)(4) with an allegation that the ventilator would not give oxygen boost or increase amount of fio2 provided. Then ventilator was reading "ventilator service needed." The patient was hand bagged patient throughout entire troubleshooting. The ventilator was changed out. There was no patient harm or injury reported with this notification. Additionally, this complaint has been reviewed by the clinical assessment team. They state 'based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable.' The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Medwatch (B)(4).

Manufacturer narrative:
The manufacturer previously reported a voluntary medwatch (B)(4) with an allegation that the ventilator would not give oxygen boost or increase amount of fio2 provided. Then ventilator was reading "ventilator service needed." The patient was hand bagged patient throughout entire troubleshooting. The ventilator was changed out. There was no patient harm or injury reported with this notification. Additionally, this complaint has been reviewed by the clinical assessment team. They state 'based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable.' The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. In the previous report, the adverse event/product problem b1 and outcomes attributed to adverse event b2 selections were incorrect. Previously it was selected as product problem and life threatening outcome. It has been corrected to only reflect a product problem (b1).